Event description:
The customer reported an "iris too large error." No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was recalibrated. The sys was tested and found to be working as intended and returned to svc.